Event description:
Customer reported system will not save images and swap will not function. No patient injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem. He reloaded the software to insure that any problem with software was eliminated. System operates as intended.